Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that it was not working and a screen was showing a man with a power on reset (por) code was seen on the recharger. It was noted that the por was an information screen. No medical symptoms reported. The por was seen when the patient started to charge his implantable neurostimulator (ins). The por was not related to an overdischarge event, as the ins was not completed depleted and was about halfway charged. However, the consumer later reported that the ins was depleted. But the patient went to recharge in the morning and encountered the por message. There was an emi environmental exposure when the patient went to (B)(6) yesterday,(B)(6) 2015, and encountered security gates/theft detectors. When the patient was walked through on using the pp to clear the por, the pp would not turn on. The patient was going to get aaa batteries and would then ask for assistance to clear the informational por. The patient later called back to get assistance to clear the por, but stimulation was already on and he was able to increase stimulation from 3.70 to 3.80. The patient seemed to have a difficulty with pp connection issue, but since it was working the patient was satisfied. The patient was going to use his system over the weekend and would call back if necessary. It was noted that the patient had a history of chronic low back pain and spinal pain. If additional information is received, a follow-up report will be sent.